Manufacturer narrative:
(B)(4). Returned empty, malformed clip the analysis results found that the device was received with two unformed clips and with three clips with gap inside a sample bag. It could not be determined what may have caused the received malformed clips. Upon cycling the device, it was noted to be empty and the locked out. Due to the returned condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device could be fired properly on the first firing but on the second firing the clip ejected. The next clip was fed into the jaw property after the second clip ejected. The event repeatedly occurred and double feeding occurred. No clips were left inside the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient. When the sales rep fired the device several times after the procedure the clip ejected and then was fed into the jaw properly the same way. As all clips were fired, no clips remained.